Event description:
It was reported that during a treatment procedure, a balloon rupture occurred and device fragments detached. The 15mm long, 90-95% stenosed, eccentric target lesion was located in a severely tortuous, severely calcified ramus interventricularis anterior artery. The target lesion had a significant bend between 45 and 90 degrees. The 12mm x 2.0mm maverick 2 balloon was introduced for predilatation and ruptured upon inflation. Resistance was encountered withdrawing the device and parts of the balloon, including one marker band, remained inside the patient. After dilatation with other unspecified balloons, the device fragments were stented to the vessel wall. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, results codes, conclusion codes: updated. Device evaluated by MFR: a visual examination of the returned device identified a partial balloon detach including markerbands and tip. The proximal bond and a section of the proximal balloon cone remained. 35.2cm of inner remained distal to the exchange port. 22.5cm of the outer remained distal to the exchange port. The type of detachment is consistent with the balloon encountering some form of resistance upon attempted removal. The device was returned over a 0.014 inch guidewire. The guidewire exit port was stretched which is consistent with excessive guide wire manipulation. Hypotube kinks were present at various locations along the shaft. This damage is consistent with excessive forces applied to the device during use/handling. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a treatment procedure, a balloon rupture occurred and device fragments detached. The 15mm long, 90-95% stenosed, eccentric target lesion was located in a severely tortuous, severely calcified ramus interventricularis anterior artery. The target lesion had a significant bend between 45 and 90 degrees. The 12mm x 2.0mm maverick 2 balloon was introduced for predilatation and ruptured upon inflation. Resistance was encountered withdrawing the device and parts of the balloon, including one marker band, remained inside the patient. After dilatation with other unspecified balloons, the device fragments were stented to the vessel wall. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).